Event description:
Customer called lfs alleging their surestep meter was missing segments from the display. On 9/19/02, the customer was feeling light headed almost passed out. Patient was taken to the emergency and was treated through an IV and given insulin injection. Unsure of amount of units or what the IV contained. Meter display has not been functioning well for about a week. Meter has been replaced for the customer. No further information has been reported.